Manufacturer narrative:
Conclusion: a complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended. Based on the imaging presented, it appears the retroperitoneal bleed was the result of access site issue (high stick of procedure sheaths is a complication of endovascular procedures not related to the closure device) and not device malfunction.

Event description:
The vascade device was selected for closure and inserted into the 7fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Upon exiting the procedure room, the nurse noticed tenderness in right groin area. Upon arrive in recovery, the patients bp dropped to 70. A CT scan was performed were a retroperitoneal bleed was noted. Patient returned to procedure room for surgery to repair the retroperitoneal bleed. In addition, patient received a blood transfusion. After procedure, patient returned to recover and coded. Resuscitation failed and patient expired